Event description:
It was reported that six days post implant, the patient had a pericardial effusion. The right ventricular (rv) lead had perforated the ventricle and the lead was unable to capture the ventricle. The lead is still in use and will be revised at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.